Event description:
It was reported that the patient had hemopericardium during transseptal puncture. It was reported that the event was not device related. Medical intervention was administered and the reported progress prognosis of the patient is excellent.